Event description:
Reportedly, during a scheduled follow-up performed on (B)(6) 2017, noise was observed in the rv coil¿can channel in one vf episode. This noise reportedly disappeared at the end of the arrhythmia (after a successful shock). Lead revision was performed on (B)(6) 2017, and measurements and connections were reportedly confirmed to be normal. Preliminary analysis results did not show any anomaly at ICD and lead levels.

Event description:
Reportedly, during a scheduled follow-up performed on (B)(6) 2017, noise was observed in the rv coil-can channel in one vf episode. This noise reportedly disappeared at the end of the arrhythmia (after a successful shock). Lead revision was performed on (B)(6) 2017, and measurements and connections were reportedly confirmed to be normal. Preliminary analysis results did not show any anomaly at ICD and lead levels.